Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported they were having issues charging their implantable neurostimulator (ins) and the issue began probably about 2-3 weeks ago. Pt stated when they try to charge their ins, it takes forever to do it and sometimes it would not do it. Pt also stated it was taking most of the night to charge the ins. Pt noted that they usually get recharging excellent, but sometimes it would not give them any charge quality at all. Agent walked pt through removing the battery pack and plugging controller into the ac power supply cord. Pt confirmed controller powered back on. Pt inserted the battery pack and confirmed controller was 100% and implant was 90%. Agent had the patient inspect the recharger for any visible damage. Pt confirmed no damage. Pt then connected recharger and confirmed charging excellent. Pt mentioned that they got poor recharge quality and could not get the charge session back. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Per additional info received on 12july2024, pt confirmed receiving replacement recharger but was still having issues charging their ins. Pt mentioned when trying to charge their implant the controller battery would drain and the ins battery would not increase in charge. Agent walked patient through resetting their controller, controller showed 50% and implant 100%. Agent instructed patient to start a charge session, ins was recharging with excellent quality then controller kept switching to poor recharge quality. Agent asked clarifying question and pt mentioned they put the hole over their ins and agent reviewed with pt to reposition with the solid part of the recharger over their ins. Pt noted they kept getting poor recharge quality and they barely moved. A replacement controller was sent out. Per additional info received on 15july2024, pt reported that they had their controller and recharger replaced, but they continued to experience the same issue where it was really difficult to get a good connection while recharging. Pt thought it may be related to the ins. Agent sent an email to the field and re-directed the patient to their managing healthcare provider (hcp). Pt noted they had a difficult time swapping the battery to their new controller. No symptoms were reported.

Manufacturer narrative:
D10: upon further review, there are no concomitant products involved in this event; please disregard previously noted products in h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received on 08th august 2024, pt called back stating they have been having off and on issues for a while. Pt was sent a new rtm and controller which did not seem to do anything. They went to the doctor and did an xray which was fine. Last night they went to charge the ins and it was not charging even though it showed excellent. Today pt was recharging the ins for 30 minutes and the ins sat for 40% and it did not increment while the controller was at 100% battery. During call it was determined pt was still using their old controller and not the replacement, pt said the new controller did not resolve issue for they had the same issue, so they sent it back. A replacement battery pack was sent out.

Manufacturer narrative:
Product ID 97755-s; serial# (B)(6); product type recharger. Product ID 97745; serial# (B)(6); product type programmer product ID 97745bp; serial# (B)(6); product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.